Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a bilateral inguinal hernia repair when closing off the peritoneal cavity, the thread of the device broke. Another device was used to resolve the issue. There was no patient harm.